Event description:
Additional information was received that additional reprogramming was performed.

Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) due to the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.